Manufacturer narrative:
E1: event city: toledo. Event country: spain. Name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325¿1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level event on 09 apr 2026 as the patient does not have sufficient subcutaneous tissue where set was inserted which resulted in bent cannula. The patient was treated with insulin pen.